Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.¿ number 14 states, "postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02700 / 02701).

Event description:
Legal counsel for patient reported patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2012 due to patient allegations of inflammation, pseudotumor, pain, loss of mobility and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.